Event description:
It was reported that the aq2010v three piece silicone lens tore upon insertion. There was patient contact but no patient injury. The lens was removed and replaced with another staar lens. The reporter stated the event was probably a loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Results: visual inspection showed the lens was torn in half and there was a dark surgical residue on the surface of the lens. Claim# (B)(4).